Event description:
The blue sheath of the uphold lite vaginal mesh tore as it was being placed in the patient. Thus the mesh could not come through. A new one was obtained and was placed without issue.